Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal end cover could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that proper device reprocessing could not remove the material due to the observed distal end resin part damage/deformation. The observed deformation was likely the result of an impact such as dropping/ user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope remote switch 1 malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter adhered to the tip. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿remote switch 1 malfunction¿ was confirmed. The following findings were also noted during device evaluation: due to damage, switch 1 does not work and has a cut, due to damage on guide pin of electrical connector, water tightness is lost, adhesive on bending section cover has a chip, crack and scratch, plastic distal end cover has a scratch and foreign objects, scratches found throughout the device, paint on the scope cylinder is peeled, suction cylinder is shaved, and control unit is shaved. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted there was no delay in the start of precleaning of the equipment after use. The customer noted there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.